Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032493) on 30-dec-2013. The most recent information was received on 09-jan-2019. Quality-safety evaluation of ptc: final assessment : no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ medical assessment: the medical events reported are not indicative for a quality defect perse. The case refers also to a device breakage. Furthermore, also a repositioning of the device was reported. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information and the outcome of the technical investigation there is no reason to suspect quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure on her right side was coming out and a piece broke off"), device dislocation ("essure on her right side was coming out and a piece broke off"), salpingitis ("infection in her tube and uterus") and uterine infection ("infection in her tube and uterus") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: multiple use of single-use product "essure had to be placed back in correctly" in 2013. In 2010, the patient had essure inserted. In 2013, the patient experienced device breakage (seriousness criteria hospitalization and medically significant), device dislocation (seriousness criteria hospitalization and medically significant), salpingitis (seriousness criteria hospitalization, medically significant and intervention required) and uterine infection (seriousness criteria hospitalization and medically significant) with abdominal pain lower. The patient was hospitalized for 2 days. Essure treatment was not changed. In 2013, the device breakage and device dislocation had resolved. At the time of the report, the salpingitis and uterine infection outcome was unknown. The reporter provided no causality assessment for device breakage, device dislocation, salpingitis and uterine infection with essure. The reporter commented: discrepancy noted essure insertion date given-2011. Most recent follow-up information incorporated above includes: on 9-jan-2019: case category changed to potential legal case. Case has been made incident. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.